Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller states that a patient reportedly received the following results on a performa meter, compared to a lab result, within 10 minutes: 7.4 mmol/l (meter) and 4.0 mmol/l (lab).

Manufacturer narrative:
The investigative unit was unable to evaluate the returned device due to a system error between the meter and the test stand. This system error is unrelated to the customer's allegation.